Event description:
Using in pt for endoscopic sinusotomy when product froze. No harm done to pt. Repositioned tried again without using on pt, remained frozen. Try another bur and same thing happened. Removed product from field and used different product.